Event description:
On 04 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was advised to re-link the sensor and asked to continue using the system, entering additional calibrations into the system, if possible. As per notes, user called for assistance since their transmitter was showing drastic changes.the escalation team approved a sensor replacement for the user due to system performance, however, user refuse to be reinserted so escalation provided further steps in order to solve the issue but user has been unresponsive so case going to be closed. As per, dms user is currently using the system with up-to-date information.